Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g1, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle was chipped, component failure of the universal cable, video connector and light guide bundle and failure of the distal end of the video telescope. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: caused by a component failure of the universal cable and light guide bundle. The cause of failure of the distal end of the video telescope could not be determined, and universal cable could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had scope communication error b31 occurred. The issue occurred during set up. There were no reports of patient harm.